Event description:
This lead was explanted due to inappropriate shock. There were no other adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 44 cm proximal to the lead tip. Only the distal part of the lead was received. The performance of the lead fragment was scrutinized. The analysis revealed multiple signs of wear along the lead body. At approx. 12 cm proximal to the lead tip excessive marks of abrasion were found. In this region the conductor cable to the ring electrode was found fractured. These damages can be considered as the root cause for the clinical observation. It is reasonable to assume that the lead had been subject to severe mechanical stress in the region of the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as deformations of the conductor cables and the shock coils, most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.